Manufacturer narrative:
Per tandem's user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus". No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was delivering a bolus for a blood glucose (bg) level of 181 mg/dl, and accidentally delivered 20 units of insulin instead of 2 units of insulin. Customer's bg level lowered to 55 mg/dl. Tandem technical support (cts) recommended the customer monitor bg levels. Customer contacted a health care professional for assistance, and declined further follow up from cts.